Event description:
It was reported that before use of bd vacutainer® serum/ cat plus blood collection tubes, white artefacts (additive abnormality) were observed inside of 10 tubes. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that before use of bd vacutainer® serum/ cat plus blood collection tubes, white artefacts(additive abnormality) were observed inside of 10 tubes. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
Investigation summary: bd received 5 photos for investigation. Evaluation of the attached photographs showed a drawn tube with an air bubble. Additionally, 20 retained samples were functionally tested and no air bubbles were observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode air bubbles. No definitive root cause could be established for the reported defect. Based on the low defect rate for the batch in question, no actions are planned at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for the identification of emerging trends.